Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a customer allegation of a device that burned itself. At the time of the event, the device was on ac power in an empty cubicle in the adult intensive care unit (ICU). The customer reported that there was smoke seen. It was also reported that there was no electric shock, spillage on the pump, exposed wires, ground pin bent, nor damage to the power cord. There were no reports of adverse patient event or delay in critical therapy. No additional information was provided.

Manufacturer narrative:
Testing and investigation found a burned power supply component r113 resistance u14 and rectifier with spillage. The probable cause for the burned power supply was spillage.

Event description:
The event involved a customer allegation of a device that burned itself. At the time of the event, the device was on ac power in an empty cubicle in the adult intensive care unit (ICU). The customer reported that there was smoke seen. It was also reported that there was no electric shock, spillage on the pump, exposed wires, ground pin bent, nor damage to the power cord. There were no reports of adverse patient event or delay in critical therapy. No additional information was provided.